Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system failed the visual inspection test due to it won't boot. The issue was resolved when the field service engineer came on site to do a hardware repair and the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system won't boot. No patient present at time of event. 2020-jan-10 (rep) new information received: the issue was resolved when the field service engineer came onsite for hardware repair.